Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer remained connected to the infusion site when performing the fill tubing sequence and inadvertently delivered insulin to the body. Blood glucose (bg) level decreased to 40 mg/dl, and was treated by consuming food and juice. At the time of the reported event, bg level was 66 mg/dl.